Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware by a rep who was called by a physician today to review a cta for a patient that had an initial implant procedure done on (B)(6) 2015. It was reported that patient's aaa was increasing in size and physician was questioning if there is a type 3. From looking at the cta, the patient original device had a short proximal neck. The proximal neck looks to have disease progression with enlargement of the aorta at the level of right renal measuring 3.9x3.5. No obvious type 1a seen, but suspected. Overlap of components looks good and stable. Rep will discuss cta in further detail with physician at a later time and what he plans to do for patient. Patient is doing well and stable and being monitored.

Manufacturer narrative:
A device failure could not be determined due to a lack of any medical records or imaging, as well as procedure related harms and the final patient disposition. Clinical was unable to confirm the reported indeterminate endoleak and sac growth. There have been no further reports of negative patient sequelae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.